Event description:
It was reported that the doctor mentioned that he saw a patient who has abgii and mdm hip with pain in hip area.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abgii stem . Information has been requested and if received, will be provided in the supplemental report. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Device did not return.

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption (B)(4), granted to stryker by FDA on january 23, 2013.

Event description:
It was reported that the doctor mentioned that he saw a patient who has abgii and mdm hip with pain in hip area.